Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (e216) was the user was handling the device, leakage occurred from a-rubber, which led to water invasion of scope connector, then abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not reproduced; however, there is a chance that the e216 (scope communication) error could have occurred. In addition, there was no data transmission. The bending section cover was cut and leaked. The bending section failed the electrical continuity test. The scope connector displayed an error message due to corrosion. There was excessive red, green, blue with an error message. The bending angle could not angulate sufficiently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, every time the evis exera iii bronchovideoscope is plugged into the tower it gives a message, "scope communication err e216 contact olympus." The event occurred during preparation for use. There was no report of patient harm.